Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to mishandling by the user. The event can be prevented by following the instructions for use: "IFU evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.

Event description:
The customer stated the event occurred after a colonoscopy procedure.

Event description:
The customer reported to olympus that after using the hemostatic clip and completing the procedure, it was found that some part of the device remained in the working channel, which could not be grafted on the evis exera ii colonovideoscope. The channel was deformed. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that a clip from the device was lodged inside and clogging the insertion section mount, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of the clip found clogging the insertion section mount noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the angle wires were stretched; there was a gap in the adhesive on the distal sheath; part of the insertion tube was deformed; the light guide lens was chipped; there was a crack in the resin part; and the instrument channel was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.